Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient was seen for his regular check-up and in situ measurements showed affected channels. No incident of an accident or changes in health were reported.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient was seen for his regular check-up and in situ measurements showed affected channels. No incident of an accident or changes in health were reported. In situ measurements showed 6 channels with high impedance; previous measurements taken in (B)(6) 2016 showed impedance on all channels within normal limits. The patient was re-implanted on (B)(6) 2017. It was stated in the device explantation report that the explanted device was placed very close to the mastoidectomy which was very narrow, leaving not enough space for proper settlement of the electrode lead excess. It was also stated that no channel was drilled for the electrode lead.